Manufacturer narrative:
(B)(4). Estimated date of occurrence. The other proglide device referenced is filed under a separate medwatch MFR number. The device was returned for analysis. The suture was returned partially exposed from the posterior needle slot. The pre-tied knot was unraveled. The link had been separated from the swage end of the posterior cuff. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, an unknown device failure occurred with two proglide devices. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.